Manufacturer narrative:
(B)(4). Uf/importer report number - (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the tube of a clearlink system nitroglycerin set with duo-vent spike. The medication being delivered was tpa. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test, pressure test and a clear passage under water test were performed. A leak was noted at the manual insertion point of the tubing and the bushing. The reported condition was verified. The cause of the condition was determined to be due to a manual assembly issue during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.